Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Ventricular oversensing was observed on the right ventricular channel during a follow-up in the clinic. The lead was explanted and replaced to resolve event. The patient was stable and will be monitored.